Event description:
The customer's mother called to report that the customer was hospitalized for diabetic ketoacidosis. The customer had changed the infusion set the night prior to the hospitalization and woke up the next morning with high blood glucose levels. The customer gave extra insulin, but her blood glucose levels remained high. The mother also stated that the insulin pump did not give a no delivery alarm. Troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.